Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced. The system was then found to be operating as intended.

Event description:
The customer reported, an odor from the system and leaking fluid from under it. No report of pt injury.